Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of symptoms/ae: post procedure. It was reported that post a left internal carotid artery stenting procedure, the patient experienced weakness in the right hand and was unable to formulate words easily. The patient was treated with dopamine to bring the blood pressure up to the 140's. A CT scan of the head was done; the results revealed enlargement of the left frontal lobe with effacement of the sulci and unusual appearance for brain parenchymal edema. One day post procedure, the patient had improved speech but continued to have some difficulty in grasping objects and the nihss revealed partial hemianopia. The dopamine was discontinued two days post procedure. The patient ate with and used the tv remote control in the right hand and the symptoms had resolved before being discharged two days post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
Neurological events and hypotension are known potential adverse effects associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.